Event description:
It was reported that (1) device was used during a laparoscopic gall bladder section. It was reported by the affiliate that the surgeon had one instruction using the pro46 instrument. They used normally the ep236 or ep44. During the intervention, the moment the surgeon wants to pull back the metal rings in the handpiece a piece of metal broke. This piece was no bigger than a few millimeters. After this happened, it was very difficult to pull back to metal rings into the handpiece. Co understood that they had to break the instrument. The piece was retrieved from the pt and the pt is ok. The surgeon felt the piece came from the inner part of the instrument.